Manufacturer narrative:
UDI: (B)(4). Concomitant medical products and therapy dates: burr device. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged. It was further determined that the device could not secure/lock the cutter device. It was further determined that the device failed pretest for safety and cutter lock. It was noted in the service order that the device did not keep the burr device in the socket. It was further reported that the burr became loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.